Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that the tube was leaking from the site. Since last 18 hours the infusion set was in use. High blood glucose level was 480 mg/dl. No further information was available.